Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the handpiece was received in good physical condition it was evaluated with a test instrument and no issues were found while activating it with the max and min buttons. The handpiece was fully functional and conforming to design specifications. In order to use hand activation, the disposable must be properly torque onto the handpiece. Failure to do this can result in intermittent or no hand activation function. The instrument was disassembled to inspect the internal components and the acoustic isolator was torn. In addition, degradation of the wire outer jacket was observed. This did not affect the functionality of the instrument. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a ladg procedure, the hand activation button was not working so nurse changed it to new handpiece. No patient consequences reported. One device will be returning.